Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) level of 51-52 mg/dl. Cause of bg was unknown. Reportedly, customer consumed carbohydrates to resolve bg.